Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly the customer is using apidra insulin. Tandem clinical support informed customer that using apidra insulin, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy, and customer has manual injections if needed. Customer¿s blood glucose (bg) level was 600 mg/dl, with trace ketones. Elevated blood glucose levels were addressed by correction bolus via the pump, and manual insulin injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.